Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported during a procedure to explant and replace the patient's ipg on (B)(6) 2017 (reference MFR. Report#: 1627487-2017-00528), it was determined the lead migrated from its original placement. Therefore, the patient's lead was also repositioned. Reportedly, effective therapy resumed following the procedure and the issue is resolved.